Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2021. Per clinical review of the continuous ECG recording, the device was started up at 17:17:23 on (B)(6) 2021. At 16:14:24 on (B)(6) 2021, an arrhythmia was detected. ECG shows vt at 190 bpm with varying amplitudes and motion artifact. Detection stopped at 16:14:40. Motion artifact and varying amplitudes obscured the patient's rhythm and prevented the lifevest from treating the patient. At 16:15:09 on (B)(6) 2021, an arrhythmia with response button use was detected. ECG shows vt at 250 bpm/vf with varying amplitudes, motion artifact, and electrode lead fall off. Gel released at 16:15:43. Detection stopped at 16:16:05. Motion artifact and varying amplitudes obscured the patient's rhythm and prevented the lifevest from treating the patient. At 17:19:03 on (B)(6) 2021, the device was shutdown. Per continuous ECG recording, the patient was in last seen in vf with rb use, varying amplitudes, motion artifact, and electrode lead fall off from approx. 16:16:05 to 16:21:10 on (B)(6) 2021. Motion artifact and electrode lead fall off was seen from approx. 16:21:15 until the device shutdown at 17:19:03 on (B)(6) 2021. Motion artifact and varying amplitudes obscured the patient's rhythm until the device was shutdown.

Manufacturer narrative:
Device evaluation of monitor and electrode belt has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2021. Per clinical review of the continuous ECG recording, the device was started up at 17:17:23 on (B)(6) 2021. At 16:14:24 on (B)(6) 2021, an arrhythmia was detected. ECG shows vt at 190 bpm with varying amplitudes and motion artifact. Detection stopped at 16:14:40. Motion artifact and varying amplitudes obscured the patient's rhythm and prevented the lifevest from treating the patient. At 16:15:09 on (B)(6) 2021, an arrhythmia with response button use was detected. ECG shows vt at 250 bpm/vf with varying amplitudes, motion artifact, and electrode lead fall off. Gel released at 16:15:43. Detection stopped at 16:16:05. Motion artifact and varying amplitudes obscured the patient's rhythm and prevented the lifevest from treating the patient. At 17:19:03 on (B)(6) 2021, the device was shutdown. Per continuous ECG recording, the patient was in last seen in vf with rb use, varying amplitudes, motion artifact, and electrode lead fall off from approx. 16:16:05 to 16:21:10 on (B)(6) 2021. Motion artifact and electrode lead fall off was seen from approx. 16:21:15 until the device shutdown at 17:19:03 on (B)(6) 2021. Motion artifact and varying amplitudes obscured the patient's rhythm until the device was shutdown.

Manufacturer narrative:
Device evaluation of monitor and electrode belt has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.